Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that cardiac tamponade occurred. A pulse field ablation procedure for pulmonary vein isolation was performed using a farawave catheter. A non boston scientific (bsc) 13f sheath was placed and a non bsc intracardiac echocardiography catheter (ice) and non bsc diagnostic catheter were positioned in the heart. Approach of the right inferior pulmonary vein with the farawave catheter was notably difficult and during the approach the patient became hypotensive. Echocardiography confirmed a pericardial effusion with cardiac tamponade. Pericardial drainage was performed and blood pressure stabilized. It was observed the backflow was venous blood. The farawave catheter was replaced with a new farawave catheter and the procedure was completed. The patient recovered.